Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Physician reported right side rupture and echogenic folds. Device remains implanted

Event description:
Physician reported right side rupture and echogenic folds. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5a, a6, e1.